Event description:
It was reported that during an unrelated lead revision, fluoroscopic imaging revealed that the atrial lead had dislodged. The physician had difficulty retracting the lead helix during the attempt to reposition the lead. The atrial lead was explanted and replaced at that time. It was noted that the patient had a history of lead dislodgement and was non-compliant regarding movement limitations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.